Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was not turning in response to the physician's hand movement on the handle of the fiber. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the fiber's beveled edge; the fiber proximal to the fracture was found to rotate independently of the metal cap, resulting in the tip not responding to control knob movements. Detritus and devitrification of the cap output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.